Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for unknown drill guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Used to capture need for a revision procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the veterinarian patient was implanted with a 1.5mm locking adaption plate in the dorsal aspect of the radius approximately on (B)(6) 2015. Reportedly, three (3) months after the surgery the adaption plate broke through the screw hole and the patient was noted to be limping. The implant failure was diagnosed by x-ray. It was reported the surgeon thought he cross-threaded the drill guide during the procedure as the screw was not seated properly (it was not perpendicular) on the plate. The patient was revised with a 7-hole adaption plate and small 3.5 non-synthes plate medially. The procedure was successfully completed. There was no human patient involvement. This report is for an unknown drill guide. This is report 3 of 3 for (B)(4).